Event description:
Revision surgery was performed, during which a gross fracture in the lead wire was noted, anterior to the left clavicle. Both the lead (including electrodes) and generator were explanted and replaced. Treating physician has no idea what may have caused the lead break. Treating physician did not know whether the patient had manipulated the device through the skin or whether the patient had experienced any recent injury or trauma that may have damaged the lead.

Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, ruling out generator battery end of life as a likely cause of the high lead impedance reading. Review of device programming history revealed that high lead impedance readings have been obtained for approx one year. No adverse event was reported in conjunction wit the high lead impedance condition. The pt was referred for surgical consult. Lead break is suspected.